Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and evaluated. Visual observation of the device reveals the distal tip of the anchor was slightly bent and the suture was broken. The anchor was still intact on the inserter. From historical investigations, this type of damage to the anchor with its tip slightly bent indicates excess tension was applied when the suture is being pulled back. However, from a follow up report it was noted that the surgeon did not apply excess tension while pulling suture. This complaint can be confirmed but we cannot discern a root cause for this issue. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints from this lot of devices released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Affiliate reported that first anker damaged suters from the first row (orthocord); second anker didn't hold in the bone. Please see also medwatch report 1221934-2018-52070.